Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, lot# va1lt3d, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3389s-40, lot#: va1xlkk, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3389s-40, lot#: va1xlkk, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot#: va1lt3d, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient developed infection of hardware implanted. The surgeon did not know the root cause of infection, but the patient had an infected cut on his hand and that was suspicious as the origin. The patient's hardware was removed. The issue was resolved at the time of report. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3708660, serial# (bb)(4), implanted: (B)(6) 2019. Product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019. Product type extension, product ID 3389s-40, lot# va1lt3d, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead, product ID 3389s-40, lot# va1xlkk, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead, product ID 3389s-40, lot# va1xlkk, implanted: (B)(6) 2019. Product type lead, product ID 3389s-40 ,lot# va1lt3d, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.